Event description:
It was reported that the pt was in the hospital and "the pump was stopped". The pt experienced symptoms of withdrawal including nausea, chills and vomiting. Two days later, it was reported that the pt was in the intensive care unit for potential overdose. The report indicated that the pt was given oral methadone following the pump interrogation. The pt experienced lethargy and his breathing and blood pressure dropped. The pump was stopped in 2009. No device troubleshooting had been done because the device was too close to end of life. The pump will be replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.